Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a medtronic stimulator back in 1987 or 1988 and it gave him pains across the front of his stomach. The patient noted that they could not get "the thing" set right. Additionally, the patient reported that due to this, "it got ripped out the same night." The patient could not remember further details regarding this event.